Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ insulin pen needle broke off during an injection. The product then leaked. The consumer was seen in the emergency department, where they received imaging of the abdomen. No additional information was reported.

Manufacturer narrative:
No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed. No samples or photos were returned for analysis.